Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory - "(ua)07" (discrepancy between load 1 and load 2 too large) error message. The customer was unable to clear the advisory during troubleshooting. Manual CPR was performed at the hospital and rosc was archived, patient survived. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cells. The cracked cover and the defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the front and bottom enclosures were observed damaged, unrelated to the reported complaint. The observed physical damages was most likely attributed to user mishandling such as a drop. The front and bottom enclosures needs to be replaced to address the issue. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed both load cells were defective. Both load cells needs to be replaced to remedy the fault. Zoll is awaiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).